Event description:
It was reported that the site was receiving failure to establish communication error messages using their programming system. Troubleshooting was done over the phone, and identified that the serial adapter cord connection into the hand held was loose and was not able to be tightened. The nurse moved the cord, and was able to establish communication with the pt's generator eventually. The site was sent a new programming system to replace the non-working device. Attempts to obtain the non-working hand held and serial adapter cable are underway, however, the device has not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.